Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
The customer was reported via phone call that, the insulin pump was exposed to moisture and died and also had crack. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that, the insulin pump screen became faint. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device was returned for analysis.